Event description:
Baxter (B)(4) received a report that a folfusor leaked after filling. The device was filled with a 230-ml solution of 4550 mg fluorouracil in normal saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. Photographic evaluation confirmed the reported condition of a leak into the overpouch. However, due to sample unavailability, a leak test could not be performed and the root cause could not be identified. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.